Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was in range 50 mg/dl to 60 mg/dl and current blood glucose was 198 mg/dl. Customer treated for low blood glucose using glucose tablets. Customer has been experiencing low blood glucose for unknown. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated he was going into lows as he lowered the basal rate because customer stated he had a low blood glucose level was in range 50 mg/dl to 60 mg/dl. The devices will not be returned for analysis.